Event description:
Following a bilateral enhancement procedure, this patient experienced a decrease in bcva. This report is for the left eye, the right eye is being submitted under manufacturer number 3003288808-2008-00019. At 14 days post-op, this patient exhibited a 2 line decrease in bcva in the left eye. Additional information was requested from the surgeon, however, the surgeon declined to provide any additional post-op information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.